Manufacturer narrative:
Device not returned for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
As per sales rep, mesh plate and hydroset were used in a case. Later, a revision surgery was performed because of infection.